Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had experienced mechanical failure. Attempts to obtain additional pertinent information were unsuccessful. This ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.